Event description:
It was reported that the patient was originally scheduled for a single chamber pacemaker (pm) due to chronic atrial fibrillation (af). Because the patient presented to the implant in sinus rhythm, the physician elected to put in a dual pm. During the procedure the patient went back into af. There were poor atrial signals in 4 locations and the lead dislodged 4 times. So it was decided to use a single chamber pm as origionally planned and the atrial lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was originally scheduled for a single chamber pacemaker (pm) due to chronic atrial fibrillation (af). Because the patient presented to the implant in sinus rhythm, the physician elected to put in a dual pm. During the procedure the patient went back into af. There were poor atrial signals in 4 locations and the lead dislodged 4 times. So it was decided to use a single chamber pm as originally planned and the atrial lead was not implanted. No patient complications have been reported as a result of this event.